Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a controller power up event on (B)(6) 2017 at 16:03:58. The data point prior to the loss of power revealed that an active power adapter was connected to power port one (1) and a battery was connected to power port two (2) with 67% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and a second battery was connected to power port two (2). The controller was without power for a maximum of 12 minutes and 18 seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. Correction: d4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2017, at 16:03:58. The data point prior to the loss of power revealed that an active power adapter was connected to power port one and a battery was connected to power port two with 67% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a new battery was connected to power port one and the same battery was connected to power port two. The controller was without power for a maximum of 12 minutes and 18 seconds. As a result, the reported event was confirmed. The most likely root cause of the double disconnect can be attributed to an accidental disconnection of both power sources from the controller as described in the event details. An internal investigation has been opened to evaluate events involving power loss to the controller and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an accidental double disconnect. One power source fell off from the controller while the patient's mother had disconnected the other source. The controller remains in use. No patient complications have been reported as a result of this event.